Event description:
A report was received that a pt had undergone a pocket revision procedure. During the procedure, the physician relocated the ipg due to high impedances.

Manufacturer narrative:
This is the final report.